Manufacturer narrative:
On (B)(6) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. On (B)(6) 2016, an immucor field service engineer (fse) visited the site to assess the instrument in question. The fse found the washer residual volume to be outside of specification, and it was then subsequently adjusted to be within specification. The instrument was then subsequently tested and found to be operating as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when testing on a galileo echo, when tested on and between (B)(6) 2015 and (B)(6) 2015.